Event description:
The device was used during an unspecified procedure. Reportedly, on receiving exploratory surgery for a painful wound, a component was discovered from a previous operation. The surgeon performed a re-operation to remove the piece. The hosp has reported the pt's condition is satisfactory.